Manufacturer narrative:
No ventilator logs have been provided and no service on the ventilator has been requested. The user facility performs service by themselves and was recommended to change the membrane in the expiratory cassette. Information about the current status of the ventilator has not been provided. This failure was received during pre-use check, which is performed after turning on the ventilator, always before connecting the ventilator to a patient. No investigation has been possible, therefore the root cause of the reported failed pressure transducer test during pre-use check has not been determined. H3 other text : 4117.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).